Event description:
Information was received from the patient regarding an external device to an implantable pump infusing unknown drug for non-malignant pain. It was reported that the Patient was experiencing a lag at 90% while attempting to bolus. Agent educated and assisted patient on how clear data in device. Patient was able to successfully connect to the pump without a lag. The patient reported that they were allowed 10 boluses a day.

Manufacturer narrative:
Continuation of D10: Product Type Product ID A820 Lot# Serial# UNKNOWN Implanted: Explanted: Product Type SOFTWARE Section D information references the main component of the system. Other relevant device(s) are: Product Id: A820, Serial/Lot #: UNKNOWN, UBD: , UDI#: Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.